Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. By these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that his blood glucose was currently 416 mg/dl. The patient was assisted with programming the bolus for his blood glucose amount. The high blood glucose was no longer discussed. No products were returned or replaced.